Manufacturer narrative:
Age at time of event: 18 years or older. Implant date: 2013. Date of event : used (B)(6) 2019 as event date since the correct date was not provided.

Event description:
It was reported that stent damage occurred and the patient went into cardiac arrest. In 2013, a liberte / veriflex stent was implanted into the target lesion with no complications reported. However, years after, the previously deployed stent got bent and collapsed, and the patient went into cardiac arrest. A procedure was then performed to deploy another stent to re-open the previously deployed stent. No further patient complications were reported.